Event description:
During product service by a service technician, a flo-gard infusion pump was found to have blown fuses. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test, battery testing and a review of the service history were performed. During visual inspection the fuses were found to be blown. The cause of the condition was unable to be determined. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.